Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a system controller exchange due to a backup battery fault alarm was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of 22nov2025 was reviewed. The log file captured a backup battery fault alarm on (B)(6) 2025 from 13:13:43 to 13:43:49 due to the backup battery not passing the load test. The alarm resolved at 13:45:10 as an additional load test was performed and the backup battery passed testing. The backup battery did not pass the initial load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. The driveline was observed to have been disconnected on (B)(6) 2025 between 13:15:47 and 13:16:12, and 13:17:21 and 13:18:30. The driveline was then disconnected again at 13:19:38 and remained disconnected for the remainder of the log file. No other notable alarms were observed in the log file. The alarms did not affect the system controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the reported backup battery fault alarm could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The reported system controller exchange was determined to be due to a user error in which the system controller was exchanged in response to the backup battery fault alarm that occurred. The heartmate 3 left ventricular assist system instructions for use (IFU) and patient handbook explain all system controller alarms and the actions to take when the alarms occur. The IFU and patient handbook also explain how to replace the running system controller with a backup controller and instruct the patient to follow all alarm instructions, including calling the hospital. The patient is also instructed not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 22jan2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and states to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a system controller exchange and that all labelling instructions are followed, including calling the hospital contact. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient performed a system controller exchange on (B)(6) 2025 for alarms that they did not recall. The event log for system controller contained the onset of backup battery faults on 22nov2025 at about 1:13pm. Following the onset of these alarms the log contained various alarms associated with a series of driveline disconnect/reconnects before final disconnect at 1:18pm. The system controller itself appeared to have been shut down at 4:34pm. Log files for the current system controller, (B)(4), were also sent for review. The event log indicated that the pump was connected and resumed normal pump operation with an emergency backup battery (ebb) fault active. The ebb fault was related to the end of service life. This fault appeared to resolve indicating the battery was replaced. Additionally, the log contained some low flow events on 23nov2025. These flow readings were unrelated to any external equipment malfunction.